Manufacturer narrative:
Product analysis: misalignment was confirmed. Touchscreen connector was cleaned and re-seated, parameters were reset, and calibration was performed. The storage bay was found to be worn out, and was replaced. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
2019-07-18: the programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's display was unable to be calibrated. The programmer is expected to be returned for service. There was no patient involvement.